Manufacturer narrative:
The reported event of accuracy issues can be confirmed based on the provided log file and patient files. Reconstruction of the registration surface shows a head holder was used during imaging. Because the location of the head holder coincides with the location of the forehead registration stickers, the video registration is negatively affected.

Event description:
It was reported that during an ent procedure the registration was inaccurate, the registration was completed again, but during the procedure the surgeon noted inaccuracies when moving from the anterior to posterior sinuses. The profess straight suction, profess curved 70° suction, and stryker adapt platform were all used in addition to the profess software to complete the procedure with no adverse consequences or procedural delays.

Event description:
It was reported that during an ent procedure the registration was inaccurate, the registration was completed again, but during the procedure the surgeon noted inaccuracies when moving from the anterior to posterior sinuses. The profess straight suction, profess curved 70 degree suction, and stryker adapt platform were all used in addition to the profess software to complete the procedure with no adverse consequences or procedural delays.

Event description:
It was reported that during an ent procedure the registration was inaccurate, the registration was completed again, but during the procedure the surgeon noted inaccuracies when moving from the anterior to posterior sinuses. The profess straight suction, profess curved 70° suction, and stryker adapt platform were all used in addition to the profess software to complete the procedure with no adverse consequences or procedural delays.